Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no physical damage found. Customer?s reported issue was duplicated during power-up process, base hardware failure occurs followed by battery communication timeout. The root cause of the reported issues was found to be caused by interconnect board not operating as intended. Actions taken to mitigate the reported issue: replaced interconnect board and battery. Performed power up process and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that base hardware failure event occurred. No patient injury reported.